Event description:
It was reported that a balloon rupture occurred. Vascular access was obtained via left inguinal artery utilizing anterograde approach using a 6fr non-bsc sheath. The 80% stenosed target lesion was located in the moderately calcified and mildly tortuous unspecified artery below the left knee. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, on unspecified inflation, the balloon ruptured at 6 atmospheres. The device was removed intact and the procedure was completed with another of same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).